Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. A zero mixer and flow sensor calibration was performed proactively. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The gehc internal field modification number is fmi (B)(4). No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a wrong co2 reading. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no malfunction of the carestation 650. The issue was with the gas module. Because there was no malfunction of the ge equipment, this event is not reportable.